Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration during a use of a no ventilator on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. The o2 gas module regulates the inspiratory oxygen gas flow to the patient. The reported alarm for high o2-concentration was not reproduced during test of the returned o2 gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The device logs are confirming the reported event. The reported problem could not be reproduced, therefore the cause has not been established in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).